Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified device patch with lot (or catalog) number (the batch number or catalog cannot be confirmed) white calcification material on the shell; red biological tissue and creases. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported for right side "mild capsular contracture". Patient reported "rippled edge of the right breast implant", "bilateral ripple contour of the implant". Healthcare professional reported "capsular contracture grade iii with palpable rippling". The device has been explanted. Treatment: complete capsulectomy and implant replacement.